Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material was not removed from the nozzle, resulting in the clog, because reprocessing was not performed in accordance with the instruction for use (IFU). The cause for the foreign material entering the nozzle could not be specified and the nozzle was not reported to have been deformed. Olympus will continue to monitor field performance for this device.

Event description:
The company representative on behalf of the customer reported, there was poor air/water supply from the the air water system of the gastrointestinal videoscope. Histoacryl adhesion was noted causing clogging of the nozzle. It was unknown when the issue was detected. The intended procedure was completed with the same device. There was no delay in procedure. The frequency of device usage was four times per day. Pre-use inspection and high-level disinfection was performed. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. Foreign material adhered to the scope. It was possible that the endoscope was used in a case with foreign material attached to it. It was unknown if there was a delay to start of pre-cleaning. It was unknown if air/water nozzle was flushed with air and water. There were no problems with accessories used for reprocessing. The endoscope was submerged in cleaning solution. The air/water nozzle was brushed with a gauze, brush, or sponge. Air water nozzle was flushed with detergent. The device was returned and customer allegation was confirmed. Due to clogging of nozzle, air supply volume and water supply volume does not meet the standard value. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip. Scope connector, bending section cover, distal end and distal end cover was dirty. Forceps channel port was shaved. Switch box and control unit has discoloration. Switch was worn out. Paint on suction cylinder was peeled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.